Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that during a patient¿s hemodialysis (hd) treatment using a fresenius 2008t hd machine, the machine was not pulling any fluid from the patient. The biomed stated that the machine worked without issue throughout the day but only when this specific patient is connected, the machine would not pull fluid. There was no reported adjustment to the patient¿s ultrafiltration (uf) rate, goal, or time during the treatment. The patient completed treatment without weight gain and without any injury or adverse reaction. It was further reported that the staff suspected that the patient had an initial weighing discrepancy or had ate or drank during treatment, although that was not permitted. The patient is currently on a uf profile and sodium profile and had scheduled pure uf (puf) treatment later the same day. Following the event, the machine was removed from service for further evaluation. The on-site biomed verified all machine operations and could not duplicate any uf problems. The machine was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical technician (biomed) could not duplicate any ultrafiltration (uf) issue and returned the machine to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.